Manufacturer narrative:
(B)(4). The gore® dryseal flex sheaths dsf2465 (B)(4) and dsf1245 (B)(4) are being reported separately. The review of the manufacturing, records verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to embolism, cardiac arrhthymia and death.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of a thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. Access was obtained from the right femoral artery using a 24fr gore® dryseal flex sheath. Additional access was obtained from the right side of the neck using a 12fr gore® dryseal flex sheath. The conformable gore® tag® thoracic endoprosthesis was advanced and deployed in the desired location. After that there was an attempt to gain wire access in order to obtain paths for additional stents to be used in snorkel technique. The patient's heart rate decreased abruptly and then the patient went into asystole. A code was called and CPR was performed, but the patient expired. The physician thought there was likely an embolic event which led to the cardiac arrest.